Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), insulin flow blocked. The customer reported blood glucose value of 350 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-1880. Troubleshooting was performed. Product labels reported as missing, removed, worn, faded, or damaged following usage. It was unknown whether the auto mode feature/smartguard was active or not at the time of the event and also unknown whether the customer was using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
The thump software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history on (B)(6) 2024 from 04:06:00.000 until 06:33:00.000 during basal delivery. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery alarm/insulin flow blocked during testing. Pump was cut open to perform visual inspection and found moisture damage on j7 on the pcba 1 and battery tube connector. The force sensor offset measured within spec range during testing (24.5 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and serial number label fading during the visual inspection. In summary, pump passed required testing. Insulin flow block alarm/no delivery alarm was recorded in the pump history, however, insulin flow block alarm/no delivery alarm was not confirmed during testing. The force sensor is within specification. Unable to verify customer alleged for high bg. Cosmetic damage was confirmed at the serial number label. Moisture damage found on j7 on the pcba 1 and battery tube connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.